Event description:
It was reported that prior to a generator change procedure, over-sensed noise was observed on the atrial lead. The lead was extracted and replaced. During the same procedure, the right ventricular (rv) lead was displaced and was replaced as a result. The patient status was noted as stable.